Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported has been verified and repaired. The following repair activities were performed replace rf board & cpu board. Electrical safety and release tests. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. ¿ DHR review: ¿ part number: 225021; ¿ supplier lot number: 1520990; ¿ release to warehouse date: 12/18/2015; ¿ manufacturing date: 12/18/2015; ¿ expiration date: n/a; ¿ supplier: (B)(4); ¿ manufacturing site: (B)(4); ¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that a vapr3 generator was generating an error coded (error code: ref 200 14). This was detected prior to a surgery. There was no adverse event reported or delay.